Event description:
It has been reported to philips that the azurion c-arm propeller movement was not stable with movement limited in the right anterior oblique (rao) direction. There was no reported patient or user harm. The device was reportedly in clinical use at the time the issue occurred. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a coronary diagnosis procedure was performed when the issue happened. The procedure was delayed, and the procedure was completed with time delay due to movement obstruction. The philips field service engineer (fse) analyzed the system onsite and confirmed that c-arm propeller movement was not stable with movement limited in the right anterior oblique (rao) direction. After reviewing log file fse did not any geometry related malfunction. Upon some functional test fse found the cause of the issue was losing bolt which fixed spr unit. Fse check and correct fixation of spr unit, after fixation of srp unite, the system was returned to use in good working order. The codes were updated based on the investigation outcome.